Manufacturer narrative:
The quality control (qc) and calibration were acceptable. The customer ran master curve material (mcm) on both advia centaur xp systems and the results were within acceptable limits. The cause for the discordant advia centaur xp troponin ultra results during the correlation study is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
(B)(6) advia centaur xp troponin ultra (tni-ultra) results were obtained on a patient sample during a correlation study with lot 112. The correlation study was for lot 106 and lot 112. The patient sample was run on two advia centaur xp systems. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00155 on august 30, 2016.on 08/31/2016 additional information:siemens tested 25 patient samples on lot 106 (control) and lot 112 (complaint). The patient samples were run n=2 on both reagent lots.troponin results (ng/ml):test lot control complaint %biassample ID target value 106 112 106 vs. 112(B)(6) <0.017 0.016 0.016 0.00%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0.013 0 -100.00%(B)(6) 0.091 0.027 0.031 14.81%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0 0 0%(B)(6) <0.017 0 0 0%(B)(6) 0.35 0.287 0.318 10.80%(B)(6) 0.24 0.02 0.039 95.00%(B)(6) 0.15 0.082 0.098 19.51%(B)(6) 0.19 0.133 0.157 18.05%(B)(6) 0.46 0.778 1.186 52.44%(B)(6) 1.08 0.966 1.17 21.12%(B)(6) 0.67 0.865 1.063 22.89%(B)(6) 10.57 11.097 13.337 20.19%(B)(6) 0.1 0.086 0.108 25.58%(B)(6) 2.41 2.55 3.158 23.84%(B)(6) 0.32 0.235 0.296 25.96%(B)(6) 0.12 0.12 0.173 44.17%(B)(6) 7.26 7.545 7.278 -3.54%(B)(6) 3.01 1.793 1.899 5.91%(B)(6) 5.05 1.908 2.122 11.22%the overall percent difference was +12.32% on the 25 patient samples between lots 106 and 112. Some individual samples varied by a greater percent between the lots however, no samples were clinically different with lot 106 vs 112 based on the 99th% IFU range for the assay. Based on the above testing and results, no issue was identified with lots 106 and 112. The cause for the discordant advia centaur xp troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.